Event description:
Device 1 of 3 reference MFR report #1627487-2015-06025, 1627487-2015-06026

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-06025, 1627487-2015-06026. The patient reported she had her scs system explanted approximately six weeks ago due to an uncomfortable jolting sensation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 . Reference MFR report #1627487-2015-06025, 1627487-2015-06026.

Manufacturer narrative:
Results: the complaint of ¿patient discomfort¿ was not confirmed. Visual inspection of the returned ipg model 3788 did not reveal any anomaly. The stim output was monitored on all programmed and non-programmed channels including the ipg can and no extraneous stimulation was observed. The ipg was tested to manufacturing specifications using the auto tester and passed all portions of the test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.